Event description:
There was an email this morning from stephanie kiefer¿s office regarding patient feedback on the 525 tech deep clean compact soft toothbrush. They mentioned that the bristles have been falling out while patients are brushing their teeth.